Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 65 year old male patient presenting with cardiomyopathy for impella support. The patient spiked up a fever on (B)(6) 2021 and blood cultures came up as positive. This prompted the medical team to remove all central lines (including the impella) and treat the patient with antibiotics. In addition, the patient was found to have hematoma, a washout had to be performed to remove it and the pump. A new impella was ultimately placed.

Manufacturer narrative:
The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided. The root cause of the infection was most likely due to patient condition. The root cause of the positioning issue was most likely due to use issue. This report is being filed as part of a retrospective review of historical records.